Event description:
Patient reported extracapsular rupture and free silicone in armpit ganglion on the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration, rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, a.6, b.5, d.6b, g.2, h.6.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Photo analysis. Visual analysis of the photographs identified: silicone migration: unable to observe since it is a medical event and is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
A healthcare professional reported extracapsular rupture on left device with free silicone in armpit /axilliary ganglion ipsilateral. The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Silicone migration: unable to observe as it is a medical event not related to the device. Additional observations: observed creases on the device. No further actions are required as the device was implanted.

Event description:
Patient reported extracapsular rupture and free silicone in armpit ganglion on the left side. Healthcare professional reported extracapsular rupture on left device the device has been explanted and replaced with a non allergan device.